Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Based on the photos received, the version label on the box was incorrect, and read p-50 instead of p-200. The retention sample for this batch was examined. Its version label read p-200, as all its identification labels. The complaint statement "there was a contradiction in labels on the box. One said p-50 while the other said p-200" was confirmed. Boxes were prepared prior to packaging, and stored separately, so that p-50 boxes are not mixed with p-200 boxes. Line clearance was performed, in compliance with procedures. Possible reason may be: inadequate line clearance, and human error. There have been no other complaints reported in the lot number. Additional information was requested on 05/04/2012, 05/07/2012, 05/09/2012, 05/11/2012, 05/15/2012, 05/16/2012 and 05/21/2012 by phone, fax, and mail. A completed questionnaire was received on 05/18/2012. (B)(4).

Event description:
A nurse reported there was a contradiction in labels on the box. Additional information was received from the surgeon, who reported a trabeculectomy with a shunt implant was planned for the patient's left eye. He stated after implanting the shunt, the discrepancy in the labels was noted on the box. He reported it is still early in the postoperative period; however, there is no adverse outcome at this time.